Event description:
Patient presented to the physician with the stimulation lead tethering causing pain. Physician brought the patient into the or, provided additional slack of the stimulation lead body, and closed the incision. This resolved the issue.